Event description:
Meter name: one touch basic, strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt's family member reported that pt was hospitalized for 2 weeks. Pt's meter allegedly was giving a not ok message. Pt was unable to get any readings on the meter. The result on the hosp meter was unk. The time difference between pt's meter and hosp meter is unk. Treatment was unk. No further info has been reported.